Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. This incident is being reported to FDA because the incident occurred internationally using the alinity m system, list number (B)(4). Which is also us FDA approved.

Event description:
The customer reported a leak while using the alinity m instrument. The customer reported a liquid that was brown in color underneath the alinity m instrument. The liquid was outside of the footprint of the instrument. There was no injury or exposure to the liquid. There was no patient involved as the leak was identified by the alinity m system user.